Event description:
It was reported that the pace/sense portion of the right ventricular lead had "small r waves that measured 1 mv." The pace/sense portion of the lead was capped and replaced. Subsequently, the newly-placed right ventricular pace/sense lead was oversensing t waves. The post-pace blanking was extended, the oversensing was resolved, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.